Manufacturer narrative:
Corrected the device manufacture date only.

Manufacturer narrative:
Additional information was received stating the patient was generally in poor health ¿ suffering from a heart condition (with pacemaker) and circulatory problems.the investigation was started but has not yet been concluded. The investigation result will be sent in the follow up report.

Event description:
It was reported that a patient expired while being connected to a delta monitor. The doctor says that there was no alarm generated. However nurse management stated that the device alarmed both visually and audibly.

Manufacturer narrative:
Additional information was received from the hospital stating: the patient was generally in poor health ¿ suffering from a heart condition (with pacemaker) and circulatory problems. The bedside alarm logs show on the date of occurrence (B)(6) 2017 that the monitor was alarming for serious and lt events and there was user interaction at the bedside stopping the alarm. The delta error logs did not contain any system faults for the date of the occurrence which indicates the monitor was working without issue on the date of the reported issue. In addition the ics pdf attached of the patient at bed label z1 07f on the left side indicates alarms were generated for that bed on the date of occurrence. Several requests were made to clarify the no alarm event and if the ics was in question. No response was received. By design, the bedside monitor networked to the ics will relay alarms in real time. However, no alarm will be generated once acknowledged by the user. In this case, there is evidence in the alarm log that several interactions were made at the monitor and the alarms were acknowledged and stopped by the user. The information received can exclude the bedside monitor from contributing to the reported outcome of the patient.

Event description:
See initial report